Event description:
A system error (se) 2240 alarm was identified in the logs during the evaluation of a homechoice device. The system error occurred on (B)(6) 2010. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was identified in the logs during evaluation of a homechoice device. Not enough data is available within the complaint to identify root cause, therefore, the cause of the alarm was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause.